Manufacturer narrative:
Complaint no: (B)(4). (The device was received for evaluation along with its packaging, and was found to have lot number ur15g28074.) The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing was performed by priming the set and attaching to an in-house vascular access device. The device primed and flowed with no leaks noted. Underwater pressure testing and clear passage testing were also performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot numbers: two possible lot numbers associated with this complaint are ur15g28074 or ur15g06039. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter extension set leaked from the "hub". There was no report of patient injury or medical intervention associated with this event. No additional information is available.